Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient experienced pain due to loosening of the cup and screw fracture. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00875706001, lot number: 64049358 brand name: acetabular shell, catalog number: 00885101440, lot number: 63831459 brand name: acetabular liner , catalog number: 00786401400, lot number: 63985581 brand name: femoral stem, catalog number:00877504001, lot number: 2935332 brand name: femoral head, catalog number:00625006530, lot number: 64047518 brand name: bone screw. Multiple reports were submitted along with this report 0002648920-2022-00138. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Initial report should be voided.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.